Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. The customer's blood glucose level was not impacted. Reportedly, the customer uses humalog insulin in the cartridge and changes the cartridge every 3-5 days instead of the recommended 2 days per labeling instructions. Review of pump data logbook by tandem technical support showed that the pump was performing as intended.